Event description:
It was reported that this left ventricular (lv) lead lead exhibited loss of capture (loc). Upon review, there were pauses recorded on telemetry for around 1.5 seconds. It was noted that each pause appeared to be exactly 2 intervals which suggested there was loss of capture (loc). The patient was being monitored for dizziness and lightheaded. Boston scientific representative was not able to reproduce noise or dropped beats with isometrics or pocket manipulation. Technical services (ts) recommended to get an x-ray done. This lv lead remains in service. No adverse patient effects were reported.